Event description:
It was reported that the ilet system leaked from the bottom of the pump while the user attempted to reconnect, and an air bubble was observed in the cartridge; the user performed a full supply change of the cartridge, connector, and tubing, but subsequently disconnected the pump to charge it, which delayed insulin delivery and was followed by elevated blood glucose to 405 mg/dl with moderate ketones. Symptoms included hyperglycemia, headache, and elevated ketones. Outcomes included a delay to therapy. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed evidence of leakage related to the reservoir component and user technique concerns. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.